Manufacturer narrative:
Customer's observation was not replicated in-house with retention strips. Retention strips were tested with cutoff hcg urine control. All results were positive at read time. No false negatives were obtained. Commonly, urine hcg levels are approx half of serum hcg levels. Pts early in pregnancy may have hcg levels below product cutoff. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined without pt specimen in-house analysis. Product deficiency was not established. As reviewed on (B)(4) 2013, one (1) complaint has been reported against this lot. This issue will be tracked and trended. No-corrective action required at this time as not product deficiency was established.

Event description:
Caller reported potential false negative urine hcg results with hcg dipstick sp brand rapid test on two pts. Two female pts had urine hcg testing performed with negative results. Both pts had positive results when blood work was done (no quantitative results provided). The customer believes that both pts were very early in their pregnancy. No pt info was available on either of the pts. Customer runs controls each time a new box of product is opened. The controls worked as expected for this box.